Event description:
Indication for procedure: unk. Procedure : the md began lasing without difficulty, advancing well with a 16f sls. Just prior to reaching the right atrium resistance was met thus the physician downsized to a 14f sls. Upon retracting the lead the pt's blood pressure dropped. The cardiac lead was removed and cardiac tissue was adhered to the distal tip of the lead. Md's reported cause of death: "cardiac laceration secondary to laser lead removal". Laser sheath calibrated and functioned as normal. No deviation from normal device usage or functioning. The physician does not report spectranetics' laser nor catheter devices being the causative factor in the demise of the pt. Device analysis: the devices used in this case were disposed of during the code.